Event description:
Patient (j.a.) Reported draining difficulties. The patient's peritoneal dialysis (pd) nurse reported that the patient has seen a surgeon regarding the catheter (not a fresenius product) and had interventional radiology to resolve the draining issues. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).